Manufacturer narrative:
Device monitored for several days. Device received with intermittent button response due to flattened express bolus, esc, act, up and down button dome switch (creased). No button error alarm during testing. No unlocked lcd keypad connector. Device passed self test. Device received with all operating currents within specification and passed a21 error test, rewind and displacement test. No unexpected battery power loss alarm anomalies noted. No blank display noted. Device received with cracked case from display window corner and cracked reservoir tube lip. The test infusion set and reservoir does lock into place. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that their insulin pump was cracked, the buttons were hard to push, and the insulin pump stopped working and would not power on. The customer's blood glucose level was unknown during the incident. The customer declined troubleshooting. The insulin pump will not be returned for analysis.